Event description:
Report received of treatment delay due to cassette alarms. In the emergency room, one nurse attempted to start a dopamine infusion while a second nurse began an infusion of integrelin and ratavase. The nurses were using the same tubing but from a different supply of stock. The dopamine infusion was delayed approximately five minutes due to cassette alarms which necessitated a change of tubing three times in order to begin the infusion. The pt's systolic blood pressure dropped to 78. The pt condition was able to be stabilized. Due to the presenting cardiac condition, the pt was unable to reperfused and he was air lifted, per routine hospital protocol, to a referal facility for cardiac catheterization. The hospital contact states "it is not believed that the medication delay adversely affected the pt's condition." No further info was available.